Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. No unexpected low batteries alerts or replace battery alerts noted during testing. Multiple replace battery alerts were present in the format history file due to connector resistance issue. Power system error was triggered when the lithium backup battery was less than 3.50v for 240 consecutive minutes as indicated in the power management graph due to connector resistance issue. The connector for j6 on pcba 1 was properly connected during visual inspection. The j6 connector was disconnected and reconnected then monitored for 3 days with the pump functioning properly during testing as shown in the power management graph. The pump was received with intermittent pump error alarms during battery change due to connector resistance issue. The pump was received with scratched casing, minor scratches on lcd window and pillowing keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of replace battery now alarm. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the low battery occurred three times and they replaced the battery and it was not resolved. The product was returned for analysis.